Event description:
It was reported that the ventilator shut down with an audible inop alarm while on a patient. The patient, who uses the ventilator for nighttime use only, removed himself from the ventilator. No reported harm to the patient.